Event description:
Per the clinic, it was reported that the patient sustained a trauma at the implant site, following a fall. Subsequent to the impact, an infection developed at the implant site. Revision surgery is planned; however, yet to occur as of the date of this report.

Event description:
Per the clinic, the patient's reported infection was treated with antibiotics.